Event description:
It was reported that the patient experienced discrepancies between a continuous glucose monitor and fingerstick readings alongside recurrent postprandial low glucose values, with cgm readings in the 53¿57 range and concurrent fingersticks in the 61¿71 range, treated with oral glucose tablets and juice; the medical device problem and component could not be characterized due to insufficient information. Symptoms included hypoglycemia. Outcomes included no health consequences or impact. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information regarding any device problem or device component issue. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.